Event description:
Complaint was reported as: complaint alleges: the stapler sometimes jammed during use in the procedure. The event caused no harm to the patient. No patient injury reported.

Manufacturer narrative:
A visual inspection was performed from the picture. It was observed that the stapler was jamming. No other defects were observed. Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changed required. Although, from the picture it was observed that the stapler was jamming. The complaint cannot be confirmed and a conclusive root cause can not be determined since the sample was not available. However, the manufacturer will continue to trend relating complaints.